Event description:
It was reported that the user experienced difficulty connecting the ilet to a dexcom g7 sensor because the sensor had not been started and the pairing code needed to be entered; after guidance to start the sensor on the ilet and enter the code, the system connected and resumed cgm-driven insulin dosing. Symptoms included hyperglycemia with a blood glucose of 274 mg/dl. Outcomes included restoration of cgm connectivity and automated insulin adjustments to address the elevated glucose, with planned follow-up. Investigation included remote troubleshooting, device menu review, confirmation of sensor start status, and verification of successful pairing. Investigation of this case revealed user setup error related to cgm initiation/pairing rather than a device malfunction, with no defective device components identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.